Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgk524, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an empty labeled winding former and a detached needle of product code j305h, lot pgk524. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and marks could be observed on the body of the needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown pediatric open surgery on (B)(6) 2019 and the suture was used in peritoneum. During a surgery, the needle was detached from the suture during continuous suturing. It was not a control release needle. The needle fell into the abdominal cavity, but it was retrieved. The doctor was suturing as usual. There is no problem with the patient's condition thereafter. There were no patient consequences reported.